Event description:
Reportedly, the balloon on the trocar would not deflate at the end of the case. The incision was enlarged to enable the surgeon to remove the balloon and trocar. No patient injury was reported.